Manufacturer narrative:
Conclusions: according to the received information, the patient had abnormal cochlear structures and cerebrospinal fluid leak at implantation surgery, which is generally associated with an increased risk of meningitis even without a history of oto surgery. In particular, cerebrospinal fluid leaks represent a known risk factor for pneumococcal meningitis. Even though a complete vaccination has been reported, the pneumococcal vaccine currently available covers only part of the existing serotypes which could potentially cause the infection. Further, if this passes from the middle ear to the inner ear, e.g. Through an open communication due to a malformation, the risk of meningitis remains high even after proper immunization. Finally, a review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. Considering the delayed onset and the preexisting congenital deformity, a contribution of the device to the reported event can be most likely excluded. This is a final report.

Event description:
It was reported that the bilateral patient passed away due to pneumococcal meningitis. The patient was admitted to the hospital on (B)(6) 2017 and died on (B)(6) 2017. The patient was bilaterally implanted with +form24 electrode arrays. CT and MRI during pre-assessment showed widened vestibular aqueducts, bilateral cochlear deformity and poorly visible auditory nerves. Bilateral csf leaks occurred during surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the bilaterally implanted patient passed away due to pneumococcal meningitis.